Event description:
Reference number (B)(4). Event occurred in egypt. It was reported that the patient faced infusion set adhesive issue event on (B)(6)2026. The infusion set fell off after insertion due to perspiration. No further information available.